Event description:
It was reported that the patient developed scarring at the pod¿s infusion site (abdomen) while wearing the pod between 49 and 71 hours. The patient has had intermittent reactions that occurred with multiple pods; the number of pods were not specified. The infusion sites were reported to have soreness, redness, pain, tenderness, itchiness, occasional bleeding on insertion or removal, persistent marks and occasional small blisters. No medical assistance was required for any of these skin-related issues. A new pod was applied successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.